Event description:
A radiopaque marker detached from this introducer sheath in the subcutaneous tissue during a biliary catheter placement. Retrieval utilizing a hemostat was uneventful. The procedure was successfully completed with this unit. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. Microscopic examination indicated the site of the radiopaque marker attachment was 6 millimeters from the distal tip of the six french sheath. The sheath had accordioned just above the point of attachment approx 10-13 millimeters from the tip. The radiopaque marker exhibited clear and distinct flaring ridges and was bent along its length and circumference. Follow up revealed resistance was encountered during this procedure. This device displayed characteristics consistent with exertion against resistance, accordioned sheath and bent radiopaque marker. Co believes continual exertion against resistance, along with pt anatomy, may have contributed to this event.